Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert due to unsuccessful right ventricular auto-threshold (rvat) tests. The physician had reprogrammed the right ventricular (rv) channel to subthreshold (0.1v@0.4ms) for left ventricular (lv) only pacing, but left trend on. Technical services (ts) recommended turning off rvat alerts to prevent future alerts. Additionally, review of device data revealed a signal artifact monitor (sam) event where minute ventilation (mv) was disabled due to possible electromagnetic interference (emi) and high out-of-range right atrial (ra) lead pace impedance measurements greater than 3,000 ohms, despite a plugged ra port. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.